Event description:
It was reported that the patient had a recent generator change and now the patient has a large pocket hematoma. Prior to the generator change out, the lv thresholds were low and now they are high with intermittent capture. It was further reported that the lead was dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The blood/body fluid observed on the distal conductor (not obstructed).